Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019 a patient (pt) in (B)(6) called to report a diagnosis of corneal ulcer os while wearing the acuvue® oasys® for astigmatism brand contact lens. On (B)(6) 2019 a call was placed to the pt and additional information was provided: the pt reported os discomfort and redness with 1 suspect lens after 3 days of wear on (B)(6) 2019. The pt went to the eye hospital and the eye care provider (ecp) diagnosed a corneal ulcer in the os. The pt was prescribed cipro eye drops q4h for 1 week. The pt had a follow-up visit (date not provided) and was advised the corneal ulcer had resolved and could return to contact lens wear with ¿limited amount of hours each day.¿ the pt reported a monthly replacement schedule and uses biotrue solution. The pt reported seeing 2 different ecp¿s at the eye hospital and could not recall the ecp names. The pt lives a distance from the eye hospital and refused to provide the medical reports. No additional medical information was provided. Multiple attempts were made to the treating eye hospital for additional medical information, but nothing additional has been received. This os event is being reported as a worst-case event as we were unable to verify the diagnosis and treatment with the pts treating ecp. The suspect os contact lens was discarded by the pt. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003q7w was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.